Event description:
A journal article was reviewed which contained information about the device and lead. The single-coil defibrillation system was unable to terminate the induced ventricular fibrillation. The system was revised and the system was then able to terminate the induced ventricular fibrillation. The system appears to remain in use. Further follow up did not yield any additional information. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "an appropriate defibrillation threshold obtained by the combined connection between two shock leads and ICD generator." Intern. Med. 2011;50(22):2815-2818. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.